Event description:
Rptr had screws and plates put in her spine l5-s1 on 11/20/92. One screw broke and another loosened. Due to severe pain she had to have another surgery 2/9/94, in which new screws and plates were put in. Since this surgery rptr has been in severe pain and she is losing use of left leg. She's been told there is another screw broken and maybe two.